Manufacturer narrative:
Hamilton medical ags conclusion: root cause: defective buzzer (mainboard). Correction: checked the buzzer in service software page 2113 ->comp test->electronics->alr. Mon. 1 and replace mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: summary: tf (B)(4) (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
Hamilton medical ags conclusion: root cause: defective buzzer (mainboard). Correction: checked the buzzer in service software page 2113 comp test->electronics alr. Mon. 1 and replace mainboard.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.